Event description:
A report made to the FDA on (B)(6) 2012 stated that the patient was in the hospital for "over one month because of the device." The implant also felt "warm to the touch" and the patient was placed on antibiotics due to the infection. It was also reported that the patient was in rehab for "another month" after device removal. Additional information received on (B)(6) 2012 reported the patient had his device and extensions replaced on the thursday prior to the report. It was reported that the case went "well" and the patient was glad to have it running again.

Event description:
It was reported that the patient got a new battery pack and wires on (B)(6) 2011. The patient requested information about his implantable neurostimulator (ins) which was removed on (B)(6) 2012 due to infection. It was reported that it was black and purple where the wires "were into" the neck and that the patient could "see the wires sticking out protruding through his chest". The ins was implanted on the right side and the deep brain stimulation (dbs) system on the left. The device was removed by the implanting physician. Lab analysis results and information were requested. The patient was inquiring about why his ins was removed. The patient thought that the manufacturer's representative had the device and was sending it back to the manufacturer for analysis. The patient was told that the product could not be found in the manufacturer's system at that time; the patient was upset and wanted to speak with the manufacturer's representative. The patient was also directed to contact his physician. Follow-up information received indicated that the manufacturer's representative had ongoing conversations with the patient, and the last one was late last friday afternoon (B)(6). The patient wanted to know if the infection was originated by the device for the explanted ins. It was reported that the physician removed it because of infection and did not request the device to be kept and returned for analysis. It appeared that the device had been discarded, but the manufacturer's representative was planning to "dig a little deeper" with the physician and the operating room (or) on this matter. The patient was scheduled for his new battery to be implanted. The date was unknown, but it was thought to be the coming week of (B)(6) 2012, when the infection would have cleared. Additional information has been requested but was not available as of the date of this report.

Event description:
Follow up information received reported that there were no performance concerns with the lead and that the patient continued to do well. If additional information is received, a follow up report will be sent. See manufacturer's report #3004209178-2012-09576 for other patient/device issues.

Manufacturer narrative:
Product ID 3998, lot# v557154, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3708340, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension (B)(4).